Event description:
It was reported that during an endoscopic vein harvesting procedure, the tip of the device broke off and fell inside the pt. The surgeon retreived he pieces. Used another like device to complete the procedure. There was no pt consequence.